Event description:
6/2/1999 nurse manager called and stated not all the staples fired during the firing of the device. Anastomosis was too low to be able to hand sew so pt received colostomy. Waiting 6 months to evaluate closure of colostomy. 6/9/1999 md responded to this writer's letter. He stated that he had no problems utilizing the instrument during its firing. When the instrument was released from the tissue, the md stated that he "had two good donuts". Upon further investigation, he noticed that the posterior staple line had not formed. The md stated that he had to provide the pt with a temporary colostomy. The md stated that the pt has been seen for a follow-up visit, and is progressing without difficulties.